Event description:
The customer contact reported charring of the ac power cord. The device was returned to the pharmacy department for an unspecified reason. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. During testing at the user facility, black charring was noted on the female end of the ac power cord where the cord meets the hard plastic plug. There were no reports of any adverse patient events and no reported delays of critical therapies while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated the ac power cord was discarded. The power cord was replaced and the device was returned to clinical service. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).